Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle 30ga 1/2in 10 0/b catalog no.305107 lot no.3055907 found 2 piece that lumen of needle have obstruct, cannot inject drug to patient. During ophthalmologist push auastin drug to vitreous, he cannot inject drug, the syringe and needle was breakout during treatment. During technician prepare this drug for doctor, they found some of needle 30ga cannot push out drug.

Manufacturer narrative:
(B)(4) follow up it was reported the lumen of the needles are obstructed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield assembled to a syringe. There is a human hand pushing the plunger rod into the syringe, but it appears it will not advance. No other information could be obtained from the video. It could be possible for the needle clogged defect to occur when passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305107, lot 3055907. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed.

Event description:
Needle 30ga 1/2in 10 0/b catalog no.305107 lot no.3055907 found 2 piece that lumen of needle have obstruct, cannot inject drug to patient. During ophthalmologist push auastin drug to vitreous, he cannot inject drug, the syringe and needle was breakout during treatment. During technician prepare this drug for doctor, they found some of needle 30ga cannot push out drug.